Event description:
The recipient reportedly experienced an infection. The recipient was hospitalized due to necrotising otitis externa. The recipient presented with discharge in the implanted ear. The recipient was treated with 6 weeks of intravenous antibiotics. The recipient's infection settled, however, the decision was made to explant the device. The recipient will be reimplanted once the infection resolves.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The external visual inspection revealed silicone slices on the top cover and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.